Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error / misuse / abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the trigger on the battery oscillator device was not moving smoothly; and that its mechanism became bent which kept the machine from running at full speed. It was further determined that the device failed pretest for trigger, electronic control unit function and trigger test. It was noted in the service order that the device was not working properly and made strange noises. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.